Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a skin irritation under the rear therapy electrode, and open irritations under the ECG electrodes. The patient was prescribed silvadene cream and a dressing was applied to the wounds. The patient was also given new garments. Follow-up indicated that the irritation was healing.